Manufacturer narrative:
As reported, irrigation fluid was found leaking from the battery compartment of the bard/davol hydrosurg irrigation device. The sample was discarded and not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, the bard/davol hydrosurg plus irrigation was used during a procedure on (B)(6) 2021. The operating room staff noticed irrigation fluid leaking from the battery compartment of the hydro-surg irrigation device and the fluid was filling into the battery chamber. As reported, the irrigation fluid was dripping from the bottom of the unit. There was no performance issue and the device functioned as intended. There was no reported patient injury.